Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the clip was deployed in a pre-closed condition during loading". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined without magnification. Visual examination of the returned sample revealed no issues with the jaws. No damage was observed on the outer tubing. The d evice was returned with the trigger not engaged. No other defects were observed on the device. There was biological material present on the device. R & d was consulted for this investigation. Upon functional inspection, the trigger was engaged to load the clip. The first clip was correctly loaded and latched. It was noted that the click sounded off when the trigger engaged with the ratchet during the first fire attempt. The second clip failed to load correctly in the jaws and failed to open. The second clip was able to fully latch. The third clip misfired, and feeder bypass was observed. The third clip fully latched. The 4th clip fired loaded and fired correctly. The fifth fire resulted in a clip misload and feeder bypass. The fifth clip failed to fully latch. The device was disassembled. No issues were observed with the trigger and the trigger ears. No issues were observed with the jaw spring's connection to the jaws. The jog was observed to be covered in an unknown fluid. Additionally, the same fluid was observed on the channel. The feeder was observed to be coated with the unknown liquid; however, no physical damage or defects were observed on the feeder. The channel was observed to have wear marks and scratches on the inner surface of the channel and clip tabs. R & d concluded that the probable root cause of the unknown fluid and surfaces scratches on the channel could not be determined. The unknown liquid did not appear to be the grease used by manufacturing. The sample was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. The reported complaint of "clip(s) not opening" was confirmed based upon the sample received. The sample was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. The r & d team was consulted regarding this complaint. During functional testing clips were misloaded and feeder bypass was observed. The jog and channel were observed to be covered in an unknown fluid. The feeder was observed to be coated with the unknown liquid; however, no physical damage or defects were observed on the feeder. The channel was observed to have wear marks or scratches on the inner surface of the channel and clip tabs. The IFU states "if three misloads occur, discard the device and replace with a new ae05ml." And "mishandling of appliers may result in improper load and/or closure of the ligating clip." This is established as the clips are loaded prior to entering the patient and can be discarded without harm to the patient. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every device on overstress silicone tubing. Additionally, a DHR review was performed with no evidence to suggest a manufacturing related cause. The unknown liquid did not appear to be the grease used by manufacturing. R & d concluded that the probable root cause of the failed clip fires could not be conclusively determined. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the clip was deployed in a pre-closed condition during loading". No patient harm or injury. The patient status is reported as "fine".